Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon interrogation, it was noted that the right ventricular lead exhibited elevated pacing impedance. The patient followed up in clinic again on (B)(6) 2019, and the lead impedance was still elevated. The physician elected to replace the lead. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition before, during, and after the procedure.